Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ultrasound tip was found bent before surgery. The procedure type was unknown. It was unknown if the surgery was completed. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6. And h.11. Two opened phacoemulsification tips with wrenches and 8 unopened phacoemulsification tips in wrenches, in small parts tray, in trays for the report of ultrasound tip was found bent. The two opened samples were visually inspected and were found to be non-conforming as both samples were bent at the cone to cannula transition area. Sample one had wear on the threads, back of flange, and nut corners consistent with threading on a handpiece. Sample two did not have wear on the threads, back of flange, or nut corners. Samples 3 through 10 were found to be conforming, no wear was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned unopened sample met specification. The returned opened samples are visually non-conforming with the phacoemulsification tips bent; therefore, a bent phacoemulsification tip was confirmed; however, how and when the phacoemulsification tips became bent could not be determined. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened samples, is removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the surgery was performed and completed after replacing the product with another one of a different lot.